Event description:
Patient was utilizing knee scooter during recovery from surgery to remove achilles tendon performed in (B)(6) 2017. The patient was going backwards on the knee scooter over a change in terrain from tile to carpet when the knee scooter jerked and she was thrown forward. The welded piece on the steering column, stop tab, that prevents it from turning too far broke off during use. She had to undergo surgery to repair a tendon in her ankle. She was provided a new walker. The user manual states to not operate on uneven surfaces, travel over large cracks or fissures. States to move forward when encountering cracks or separations in walkway surfaces.